Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (patient was reported to be (B)(6)). Estimated weight (patient weight was reported to be (B)(6)) a link break (suture coming out) can occur due to a number of factors including, but not limited to excessive tension during plunger retraction and/or excessive force, which can be caused by high friction against the suture due to challenging anatomies. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced link break. Additionally, the patient was reported to have a history of peripheral vascular disease and weighed (B)(6). This condition may have played a role in the reported event. To ensure this type of experience is not a result of a potential product related deficiency, 100% in process inspection for correct length and proper placement into the cuff is performed. A sampling of finished devices is also tested to verify the functionality of the device. The lot number was not identified, therefore, a device history record review could not be performed. Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, during knot advancement, while pulling back on the rail suture and simultaneously pulling the device out of the anatomy, the whole suture came out. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.